Event description:
The dr was unable to advance the 9.5 iab into the sheath. The iab was removed and a second iab, an 8 fr. Iab, was used. On 9/23/98, datascope was notified that the iab was discarded and would not be returned for eval. (Event complications: unk - reported 9/14/98. (Pt's current status: unk - 9/14/98.